Event description:
It was reported that their "chargers" have not been working for the past few months. Patient could not provide clarifying details but stated they haven't been charging as much and repeated the chargers were just not working. Patient stated manufacturing representative (rep) instructed them to call and have patient services overnight new equipment, as the patient has an MRI scheduled for this week. Patient did not have external equipment with them at the time of the call, so agent advised calling back with equipment present for troubleshooting. Additional information was received from the patient representative on (B)(6) 2026. They called back as they now have the external equipment with them. Caller reports the implantable neurostimulator (ins) will not recharge past 40% and dies quickly. Caller states patient had the recharger over the ins all day, the controller was fully charged but the ins only got to 40%. Caller states they stopped recharging the ins and when they went to start again the ins battery had died. Caller states this same thing happened on monday as well after charging for like 2 hours. Agent asked if patient sees any error message when recharging and caller states twice patient has seen a message that something was wrong and to call mdt but the message resolves and they reset the controller. Caller also states the controller dies quickly. Caller states they have had these problems for probably 9 months. Caller confirmed no damage to the recharger telemetry module (rtm) cable nor plug. Caller states patient has an MRI scheduled for thursday and the MRI facility was requiring that the ins was fully charged for the scan. A request was sent to the repair team to replace the recharger. Agent redirected patient to follow-up with healthcare provider (hcp) if issue persists with replacement.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.